Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator on (B)(6) 2014. Upon interrogation, the device reached premature elective replacement indicator again. The device was explanted and replaced on 01/14/15. The patient was doing good prior, during, and after procedure.